Event description:
It was further reported that the patient expired after care was withdrawn. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the product damage has been completed. According to the clinical, before beginning impella cp support, a 0.018 guidewire was damaged beyond use when it was removed from the plastic ring. The wire was discarded and another 0.018 wire was removed from a second impella kit to complete insertion. The root cause of the of the product damage (guidewire damage - peripheral vessels) cannot be determined due to lack of product returned. Added- b5 mso review added-d6a/d6b.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the .018" guidewire (packaged with impella cp) was damaged beyond use when it was removed from the plastic ring. Wire was described by physician and staff as being in a "corkscrew" once removed and prior to using with patient. Wire was discarded and a .018" wire was removed from a second impella kit to complete insertion for the impella cp support.